Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 489 mg/dl, 327 mg/dl and 340 mg/dl at the time of incident. Customer was treated with bolus. Customer declined to perform the high pressure test. Customer stated that the drive support cap appeared to be normal. Customer stated that he had seen an air bubbles about 5 inches from the tubing connector. . Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had not alleged that the insulin pump was under delivering. The device will not be returned for analysis.